Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05644. It was reported that the patient was experiencing ineffective therapy as a result of high impedances on their leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.